Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: sw kit 9735740 stealth s8 spine software version: 2.1.0, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. There was a reported inaccuracy. It was reported that after using a universal drill guide to make a hole, and save the projection, they brought in a navlock next and placed it in the trajectory of the hole, but it did not get the trajectory of the navlock to match the previous trajectory of the universal drill guide. The surgeon continued to use navigation and finished the case. They verified each screw placement using a c-arm and o2 imaging system. There was no reported impact to patient outcome and no reported delay. A representative performed more troubleshooting. The representative noted that the camera tracked without issue, but the nditoolbox logs indicated there was a hardware mismatch that occurred on the day of the inaccuracy. The system also prompted the representative to change the date and time even though the date and time were accurate. The representative also reported that in nditoolbox the system displayed an amber light under tracking. The representative checked print camera diagnostics, and no faults or erroneous messages were seen. There was nothing to indicate the system's camera has a fault or needs replacing. The representative planned to perform an accuracy test on the demo head.

Manufacturer narrative:
H3, h6: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. Codes b01, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) additional information added to section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the patient weight was asked but unknown. There was an inaccuracy of 2-4mm.